Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted inguinal unilateral hernia surgical procedure, the customer reported that while docking, the recoverable fault was observed. The customer noted they 'recovered' the fault, but the universal surgical manipulator (usm) was disabled. The intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer if they disable the usm they would need to power cycle to re-enable. The customer power cycled the system and error 319 was present. The tse suggested an emergency power off (epo) patient side cart (psc) or proceed as a 3-arm case; the customer opted to proceed as a 3-arm case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The action taken to resolve was undocked and restarted while calling the clinical sales representative (csr). The surgeon was not able to use the usm. The procedure was completed with only 3 arms. We were able to push arm 2 back and pull up arms 1, 3, and 4. The customer manually moved arm 2 far enough back to be able to use 1, 3, and 4. The customer had to not use the port which would have been helpful during the case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have an error 319. The unit was tested on an in-house system and failed error 319 in normal mode. The unit was also tested on a pftp and fiber test failed pointing to rolling loop. A golden fiber cable was installed, and the unit was re-tested. The complaint was confirmed based on the field evaluation/failure analysis.